Manufacturer narrative:
Additional information. Section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: jul 2, 2024. Section h3: evaluated by manufacturer: yes. Device evaluation: the lens was inspected under magnification. The complaint lens was received cut through the optic body and a portion of the lens cut/missing that included a haptic. The optic body presented with damage on the optic body/edge of the lens. The lens also presented with cosmetic damage/dimples. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a3b, a5, a6, patient information: unknown/not provided. Section b3, date of event: the exact date is unknown. The best estimate is between the implant and explant dates (B)(6) 2022 - (B)(6) 2024, respectively. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the johnson and johnson (jnj) intraocular lens (iol) was explanted because the patient had poor multifocal tolerance. There were no complications such as a capsule tear, incision enlargement, vitrectomy, or sutures. No prescribed medications to prevent permanent impairment. The explanted lens was replaced with a bausch and lomb iol. The patient outcome was reported as ¿good¿. No further information was provided.